Event description:
It was reported the pt presented with complete av heart block and cardiac arrest. A 6f pacel, bipolar ventricular pacing catheter was selected for use. The pacel was positioned in the pt and connected to a temporary pacing generator. Intermittent pacing resulted even after several attempts to reposition the catheter. External chest pacing with an external pacemaker was started. Attempts continued to reposition the pacel catheter and using the external chest pacemaker as back up while av block continued. Three different temporary pacing generators were used with this catheter unsuccessfully. The pacel catheter was exchanged and the pt's condition was reported to be good with no adverse consequences.

Manufacturer narrative:
One 6f pacel bipolar pacing catheter was visually inspected and functionally tested. The catheter had visible damage between 2.0" and 2.9" from the distal tip, consisting of deformation/separation of the outer jacket such that the braided wire and inner jacket were exposed; surface deformation also existed at the distal end of the damage site. Outer jacket material had been displaced in a helical pattern. No obvious inner jacket damage was noted. Approximately nine individual braid wires were broken; eight of the nine were woven such that the break occurred at the outer portion of the overlapping braid, nearest the exterior of the cable. The catheter was electrically tested. The measured resistance value for the tip electrode circuit was consistent with the specification; the measured resistance value for the ring electrode circuit suggested damage to the braided wire as noted above after release from sjm. The overall device condition suggested external heating/melting of the coaxial cable with concurrent or subsequent helical movement after release from sjm. There was no obvious indication of arcing through the inner jacket. Review of the device history record was not possible since the lot # was unavailable. The pacel bipolar pacing catheter instructions for use (IFU) states the user should advance the catheter into the vein and into the heart until the ECG shows contact with endocardial tissue (elevation of the st segment). Electrode position may also be determined by fluoroscopy. The pacel IFU suggests that proper electrical functioning of this device requires that you handle the bipolar pacing catheter with care. Stretching and/or kinking while wiping may result in damage. The pacel IFU states that isolated or battery powered equipment is recommended for use with intracardiac catheters.